Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, a catheter array inversion occurred. After mapping of the four pulmonary veins was performed, additional ablation was planned at locations where potentials remained, and the catheter was set up again. When the catheter stored in the capture device was inserted into the sheath, the catheter could not be inserted. When the capture device was moved in order to check the ring condition, the capture device became detached from the shaft. The detached capture device was reattached from the catheter tip, and after confirming that ring deployment had no issue, it was inserted into the body again. When deployed in the left atrium, the ring did not deploy properly, and the catheter was replaced with another catheter. The case was completed. No patient complications have been reported as a result of this event.